Event description:
It was reported by service report that the siderail access door fell off the hinges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.